Manufacturer narrative:
Additional information received on 5/16/2019, indicated that the device was unknown saline , date of birth of the patient is (B)(6) 1985 which makes the patient age at the time of event to be 31 years old. Patient reported that hashimotos diagnosis was in (B)(6) 2008, and was also started on antidepressants on that point. Around 2010-2011 that's when my gi issues began and I had to have testing for chrohn's, celiac etc. Patient reported health really declined drastically in 2017 post revision and was tested for diabetes and lupus. Said she exhibited signs of fibromyalgia. Her body was super tense , adrenal issues, slept all day long, her bad back. Rib problems continued . Patient also indicated that she explanted the device on (B)(6) 2019. And went to her chiropractor that commented that her body is a different body and a lot less tense she discontinued all her meds (listed on medwatch) with exception the thyroid medication and she had a thyroid panel completed on (B)(6) 2019 to see if she still needs it. Patient feels like her energy is through the roof , her fatigue is also gone. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/13/2019, mentor became aware that the date of event has updated to (B)(6) 2008, which changes the patient age at the time of event to 22 years old, and this was not reported correctly on previous report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Due date for the supplement , manufacturer report number (B)(4) is 7/13/2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5085163. It was reported (via FDA mw5085163) that a patient of unknown age who underwent primary breast prostheses implantation with mentor saline implants for unknown indication on (B)(6) 2007 experienced hashimoto's diagnosis in 2007 and decline in health beginning in 2008. The patient reported her thyroid went overactive and requires medication to stay stable. The patient also reported she was prescribed depression medication, and require multiple medications because her body becomes immune to them quickly. The patient reported ibs (symptoms beginning in 2012) that required colonoscopy, crohn's disease, celiac disease (based on symptoms - 2013), cortisol panel (based on symptoms), panic attacks beginning 2008, chronic fatigue beginning 2008. Since 2016, her health has declined drastically. She has seen specialists for symptoms, all to go undiagnosed as test results always returned normal. The patient also reported she's been under the treatment of chiropractor and acupuncture specialists with no relief for the constant pain in her rib cage/shoulder blade and an MRI returned clear. The patient also reported sudden allergy to gluten and whole milk (sudden occurrence beginning in 2015). The patient reported she had the implants removed on (B)(6) 2016 because of back pain due to the implants being too big. No product malfunction, such as deflation, was reported. The root cause of the patient's symptoms are unclear. The FDA continues to believe that the weight of the currently available scientific evidence does not conclusively demonstrate an association between breast implants and connective tissue diseases (statement from (B)(6), m.d., of the FDA¿s center for devices and radiological health on agency¿s commitment to studying breast implant safety). Follow up is in progress. Should additional information become available, this case will be re-assessed and notes will be updated. This report is for one of the two devices.